Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician attempted the leadless pacemaker implant with two separated delivery catheters and while repositioning the device, an effusion and cardiac tamponade were observed via transthoracic echocardiogram (tte) imaging. It was determined that the leadless pacemaker had perforated the right ventricle and subsequently the patient passed away as a result.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.